Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was painful, red and infected with pus coming out. The patient visited the emergency room (ER) where the site was covered with an ointment (name unspecified) and a bandage to leave on for 2 days and was prescribed antibiotics (tetracycline) to be taken 5ml 3 times a day for 5 days. The pod was discarded.